Manufacturer narrative:
(B)(4). Method: device has been requested. No product returned. Result: customer complaint could not be confirmed. Conclusion: no conclusion can be drawn.

Event description:
Healthcare professional reports questionable pt results on hemochron jr signature system. Customer reported 2.4 pt/inr. The same night, pt went to the ER with leg pain. Hosp lab result 1.6 pt/inr. A two inch arterial clot was removed. Pt was hospitalized (B)(6) 2011. Pt's therapeutic range is 2.5-3.0. Liquid qc and electric qc were acceptable before and after pt testing.